Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that patient hasn't charged in a couple of days because the ins charge only lasts a day and a half. No symptoms reported at this time.